Event description:
The complaint involved a patient who underwent hip revision surgery on (B)(6) 2013. The original surgery was dated (B)(6) 2009. Both surgeries involved implantation of omnilife device. The revision surgery was performed due to the dislocation of the femoral alumina head, which was caused because the patient fell. The femoral alumina head was replaced.

Manufacturer narrative:
The implant was not returned for examination; therefore, omni could only use the implant usage ticket information to confirm the lot numbers of the product reported. Based on the information provided, a review of manufacturing and sterilization records was performed. All implant lot records were reviewed and there were no deviations reported. There was no report of defect of failure to meet identity, quality, durability, reliability, safety, effectiveness, or performance of the device.